Event description:
A customer reported that a cartridge was damaged, specifically noting that the cartridge canister was still in the pump while the shroud was completely off. There was no adverse impact to the customer's blood glucose level. The customer successfully changed the cartridge and resumed insulin therapy, and the technical support team planned to replace the cartridge via RMA. The customer acknowledged and understood the resolution.